Event description:
Related manufacturer reference number: 2017865-2022-01101. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. During lead explant procedure, it was found that patient's atrial lead had dislodged with the rv lead. Both leads were then explanted and replaced. The patient was stable.